Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) alarming for low voltage was confirmed via log file analysis. The system controller returned with damage to the white power cable. The controller was able to support a mock circulatory loop without issue or alarm for an extended period of time and passed functional testing without issue. The underlying wires of both power cables were tested, and evidence of a short on the power wires was found on the black power cable, and fluid ingress was noted within both power cables. However, the reported alarms were not able to be reproduced. Data from the reported event dates of 07jul2025 ¿ 09jul2025 was reviewed in the log files. On (B)(6) 2025, no external power and pump off alarms were active, consistent with the driveline being connected to a controller that was not connected to external power. However, the onset of these alarms was not captured, so the exact cause could not be determined. The white power cable was connected to a 14v li-ion battery, but the relative state of charge (rsoc) voltage remained at approximately 0v until it returned to an expected level, and the pump was able to start as intended. Throughout the remainder of data reviewed, intermittent power cable disconnect alarms activated due to the rsoc voltage fluctuating below the alarm threshold. The driveline was disconnected from the controller on (B)(6) 2025, consistent with the reported controller exchange. Provided information indicated that an incorrect cleaning agent was used to clean the contacts of the battery clips and 14v li-ion battery contacts, which left a film. It was reported that after the film was cleaned off of the clips and batteries, the alarms resolved. However, the damage to the power cables may have also contributed to the reported event. The root cause of the reported event could not be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including connect power and no external power alarms. The heartmate 3 patient handbook (rev g - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are instructed to connect the backup controller to a power source before exchanging controllers. It also states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a significant amount of "connect power" alarms at home when the power was connected. The patient's equipment was cleaned, and the patient's battery clips and batteries were replaced. The patient had a reoccurrence of alarms on (B)(6) 2025 and attempted a system controller exchange at home however ended up reconnecting to the old system controller. The patient presented to the clinic on (B)(6) 2025 and the system controller was exchanged. Log files were submitted for review and captured the reconnection of the pump at 11:34 am on (B)(6) 2025. Following the initial connection alarm the pump resumed normal operation. The log files also contained multiple power cable disconnect alarms while the patient was utilizing battery power. These alarms appeared to be a result of relative state of charge (rsoc) invalid flags. These alarms are typically caused by a poor connection between the batteries and clips. The log files also captured loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events were the result of the mpu suddenly losing power. The controller switched appropriately to the backup battery. These events appeared to resolve once external power was restored. It was noted that the clinic found out the patient was cleaning the batteries and clips with chloraprep swabs which leave a film. Everything was cleaned by the clinic with rubbing alcohol and there were no more alarms.